Event description:
It was reported and confirmed that the device failed the volume test 17.642 and 17.863. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of failed volume test. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. Found damaged air detector and it was replaced. The reported problem was not confirmed. Device passed all testing. Probable cause was unknown.